Event description:
Patient presented to emergency department with left upper extremity swelling, nonfunctioning graft, hematoma, cellulitis, wound dehiscence, infection.

Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaintdatabase was performed and no similar complaints for this lot number were identified.